Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that during rhinoplasty, the tip/end of the chisel/neivert osteotome, 4mm single guarded (B)(6) broke off inside the bone of the patient. It was reported that there was no harm to the patient. It is unknown whether the part was removed or whether a surgical delay occurred. Additional information has been requested.

Manufacturer narrative:
The osteotome neivert 4mm sgl guard (3714338) was returned for evaluation. Failure analysis: the returned 3714338 osteotome was in used condition with the blade chipped. Root cause analysis: the reported complaint was confirmed. Damage to the tip may be the result of rough handling or environmental damage. No manufacturing, workmanship or material deficiency has been identified.

Event description:
N/a.